Event description:
When the surgeon was withdrawing the trocar portion out of the sleeve, he noted that the tip had cleanly broken off. He was unable to locate inside of the pt's abdomen. Tip is non radiolucent. The tip remains in the pt and has not caused any harm to date. Removal of old peritoneal dialysis catheter and insertion of new peritoneal dialysis catheter.